Event description:
Device malfunction: distal guide detachment. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional subclavian stenting procedure. Reportedly, during device insertion, the distal guide broke, and remained in the artery. The distal guide was successfully removed with a snare device. Hemostasis was achieved with applied manual compression. Hospitalization was not prolonged; the patient was discharged as planned. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.